Manufacturer narrative:
Based on the review of the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the devices were conducted correctly. Based on the visual inspection performed, lenstec can determine that the damage present on the lens most likely occurred during its removal from the eye. No tears were seen. Additionally, lenstec can confirm that our lenses are 100% inspected at final clean and if any damage was present, the lens would not have been packed for shipping. Furthermore, lenstec confirms that the lens, its design, and the manufacturing process are not at fault due to the extensive testing that we have performed on this model.

Event description:
Lenstec, inc. Received an email notification stating "tear in lens after implantation".

Manufacturer narrative:
The investigation is ongoing and once the investigation has been completed a supplemental report will be issued.

Event description:
Lenstec, inc. Received an email notification stating "tear in lens after implantation".